Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirms the reported scratching, however the returned tower was functionally tested with a depuy retained revision cemented reamer bushing (250620101) and found to assemble/disassemble as intended. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon inspection of the drill guide, it was scratched on inside and the inner drill sleeve will not slide in.